Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
Based on additional information received code of balloon-deflation difficulty 1149 removed to better reflect reported complaint. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure devices (vcd) slid right out on initial pull back when the balloon should have caught on unknown sheath and then arterial wall. The balloon deflated on its own, it did not pop, the nub on the back of device was still popped out with the black line exposed. Hemostasis was achieved by manual hold. There was no reported patient injury. The balloon was prepped with 50/50 contrast. The balloon was not inverted, just underfilled despite when locked the pop-off was completely out. The femoral was adequate. The mynx vcd was used in an interventional procedure with antegrade approach. The deployer¿s mynx training status is expert. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5f mynxgrip vascular closure devices (vcd) slid right out on initial pull back when the balloon should have caught on the unknown sheath and then the arterial wall. The balloon deflated on its own, it did not pop, and the nub on the back of device was still popped out with the black line exposed. Hemostasis was achieved by manual hold. There was no reported patient injury. The balloon was prepped with 50/50 contrast to saline ratio. The balloon was not inverted, just underfilled despite when locked the pop-off was completely out. The femoral was adequate. The mynx vcd was used in an interventional procedure with antegrade approach. The deployer¿s mynx training status is expert. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynxgrip vascular closure device 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle with the stopcock in the open position. The advancer tube and sealant were observed to have remained in their manufactured positions. The syringe was received connected to the device, and the procedural sheath was not returned with the device. In addition, the balloon was received fully deflated. Per dimensional analysis, the inflated balloon diameter was verified and noted to be within specification. Per functional analysis, an inflation/deflation test was performed on the balloon of the returned device, and during this evaluation, the balloon was fully inflated, and pressure was maintained. The balloon was able to be inflated/deflated with proper functioning of the inflation indicator as intended per the mynx grip instructions for use (IFU). The reported event of ¿balloon-pull through¿ was not confirmed through analysis of the returned device since there were no damages or anomalies noted to the balloon and due to the nature of the complaint. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue reported. However, prepping/handling factors possibly contributed to the balloon pull through as there were no signs of a rupture or damage to the balloon noted and the balloon¿s diameter was within specification. According to the IFU, which is not intended as a mitigation, the device preparation instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. The IFU also instructs, ¿grasp the handle and withdraw the balloon catheter until the balloon abuts the distal tip of the procedural sheath. Continue to withdraw the balloon catheter until the balloon abuts the arteriotomy or venotomy. Align the balloon catheter with the tissue tract. While pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis.¿ failure to completely purge the device of air during the prep phase along with excessive tension applied to the device during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces. The collapsed balloon can then be pulled through the sheath or arteriotomy/venotomy, resulting in removal of the device and access. If the balloon was properly purged of air and excessive tension is applied to the device during the sealant deployment step, that can cause the balloon to be pulled through the arteriotomy/venotomy as well. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure devices (vcd) would not deflate. The balloon deflation difficulty was encountered inside the patient, did not catch on anterior wall of vessel and entire device came out prematurely. Hemostasis was achieved by manual hold. There was no reported patient injury. The balloon was prepped with 50/50 contrast. The balloon was not inverted, just underfilled despite when locked the pop-off was completely out. The femoral was adequate. The mynx vcd was used in an interventional procedure with antegrade approach. The deployer¿s mynx training status is expert. The devices will be returned for evaluation.